Event description:
The customer was hospitalized with high bgs. Customer indicated they had signs of a sinus infection and under extreme stress. Troubleshooting revealed pt was using the rib cage as the insertion site and the pump was working properly. Instructed to change set and try using the abdomen.